Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have been returned to zoll manufacturing corporation and investigation is underway. Device evaluation includes review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture dates: monitor - (B)(4)- 05/26/2015, electrode belt -(B)(4) - 01/14/2015.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was appropriately treated prior to passing away on (B)(6) 2020 while wearing the lifevest. The patient was at home at the time of the treatment event. It was reported that the patient lived alone and was found on the floor by their friend who called emergency medical services. Ems attempted to resuscitate the patient but were unsuccessful. The patient reportedly passed at approximately 4:30 pm on (B)(6) 2020. Per clinical review of the download data, the lifevest delivered four appropriate treatment shocks at 15:35:32, 15:43:22, 15:43:53, and 15:44:58 while the patient's rhythm was ventricular tachycardia at 240 bpm, 280 bpm, 300 bpm, and 280 bpm, respectively. The patient's rhythm following the fourth appropriate shock was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The response buttons were not pressed during the event. At 15:46:04, the lifevest declared the patient to be in a non-treatable rhythm. The patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's passing.